Manufacturer narrative:
The device was unavailable for evaluation as it was discarded by the hospital. It was reported that there was a revision surgery where a coalition mis implant was removed following a failed fusion. After removing the coalition mis implant, a corpectomy was performed not using globus product. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a coalition mis spacer post operatively.